Event description:
Journal reference: gstaltner k, rosen h, hufgard j, mark r, schrei k, sacral nerve stimulation as an option for the treatment of faecal incontinence in patients suffering from cauda equina syndrome. Spinal cord. 2008; 46(9):644-647. Cauda equina syndrome (ces) is a lesion of the peripheral nervous system which can occur in patients suffering from ces as a result of a trauma in the region of the lumbar spine. Clinically, it involves flaccid paresis of the striated muscles distal to the lesion, the pelvic floor and the bladder. Loss of function and tonus of the external sphincter as well as paraesthesia can also be seen. It was our aim to improve sphincter function and anal sensitivity to achieve voluntary rectal defaecation. Implant of the permanent sns system was carried out in some patients. In all cases one tined lead electrode was implanted. The post-op processes took place without any complications and all patients were followed up for a min of 1 yr. Reportable event: one patient showed a minimal leakage of cerebrospinal fluid following the pne procedure. This was presumably caused by malposition of the needle due to altered anatomy of the sacrum stemming from a previous fracture of the pelvis. After the removal of the needle, there were no further symptoms.